Manufacturer narrative:
Please disregard this report number 9611712-2024-00002, as upon further confirmation received from the customer, the issue reported was not against the cardinal health product 1621g ltx cath 5cc 2-way 20fr. The issue was inadvertently reported to cardinal health.

Event description:
The customer reported that the balloon came out on the day of the catheter placement. The same event occurred two times on the same patient. Prior to indwelling, it was confirmed that the balloon had no leakage when water was poured, so it has been pointed out that the issue can be derived by the patient; period of use: less than a day. There was no harm to the patient involved.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.